Event description:
It was reported that the catheter broke during the implantation.

Manufacturer narrative:
The returned catheter had a small gouge on the exterior surface of the catheter through a flow hole at the distal tip. There were no other noted anomalies. A review of the manufacturing records showed no anomalies. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling.